Event description:
Foley catheter balloon inflated before insertion into the pt. Following insertion into the pt. Following insertion of foley into the bladder, the balloon would not inflate. The catheter was removed from the pt. Attempts were made to inflate the balloon again having been removed from the pt. However, the balloon would not inflate.